Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The customer stated the control box was not working. It started smoking and was burned up.

Manufacturer narrative:
Additional/updated information was added to reflect the foot section of the bed being returned to the manufacturer for evaluation. The result of the evaluation was that no smoke was observed coming from the control box; however, there was discoloration to the head motor connector, which indicates that there was excessive heat applied due to a spark/arc, which confirmed the original complaint issue. Additionally, there was a hairline fracture of the c3 capacitor, meaning that it had just started to fail. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The customer stated the control box was not working. It started smoking and was burned up.